Event description:
The sales representative reported that he received a valve that was explanted. Implant duration and reason for explant is unknown.

Manufacturer narrative:
An annuloplasty ring was received for this patient; however, after examination, it was determined as not manufactured by edwards lifesciences. The pericardial magna mitral ease valve that was initially reported on this MDR was determined to be the replacement of this ring, and remains implanted in patient as of (B)(6) 2011. Additional manufacturer narrative: as the received device is not manufactured by edwards lifesciences, no device history record review can be performed. No further investigation warranted for this event.

Manufacturer narrative:
Evaluation method: no product has returned for evaluation. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Product return and reason for explant requested, however, no information has been received.